Event description:
It was reported that on (B)(6) 2023, during a selenia dimensions procedure the c-arm randomly moved itself to 150 degrees and made a noise before moving. No one was touching the machine. A field engineer examined the equipment and found the rotational level disabled and sticky. Lubricant was applied to the switch and tested the operation with multiple movement all working as expected. The machine is working as manufacturer´s specifications.